Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis). Evaluation conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 20 months post index procedure the patient had 95% restenosis of the target vessel. The restenosis was treated with a tvr approximately 2 months later. One in.pact admiral balloon was used to treat the lesion. An atherectomy with a non-medtronic product was also carried out. The investigator has assessed the restenosis as not related to the study device, procedure or paclitaxel. Outcome is resolved.

Manufacturer narrative:
Cec have adjudicated that the previously reported restenosis was related to the device, but not related to the procedure or drug.